Event description:
The manufacturer representative reports the patient presented with increased pain and mild withdrawal symptoms approximately five days post pump replacement. The patient had their pump replaced and the patient presented in the hcp office with increased pain and mild withdrawal symptoms. The drug used in the pump is morphine. The patient is on 3.5 mg/day. A catheter dye study was conducted and the system was found to patent. No alarms are activated. A single bolus dose of 0.4 mg was programmed with no patient response. Programming was believed to be correct. Further troubleshooting was being explored including checking the concentration of the drug in the reservoir. No specific symptoms of withdrawal were reported. Additional information has been requested but was no available on the date of this report.